Event description:
Hamilton medical ag received the following event description: during ventilation the screen froze and then shut down. The device alarmed tf's 9901 & 9950. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Follow-up 1: investigation outcome. It was reported that the event occurred on 31.01.2025, stating that during ventilation the screen froze and subsequently shut down. It was further reported that tf9901 and tf9950 were displayed. No heath consequences or impact. However, based on the available log file analysis, no corresponding entries could be identified on 31.01.2025 to confirm the reported occurrence. Review of the log files identified a technical fault sequence on 25.01.2025. A communication interruption between the ventilator unit and the panel was recorded during this timeframe. Multiple technical faults occurred, including tf9901 and tf9950. The log shows a ¿panel connection lost¿ alarm, followed by ¿ambient irreversible.¿ additional entries include ¿ventilator unit connection lost¿ and ¿power fail¿ within the same timeframe. The most probable root cause of the communication interruption is considered to be a hardware-related issue, potentially involving the connection cable, esms, or motherboard. However, the exact root cause cannot be conclusively confirmed. Despite several requests, no additional information has been received regarding the resolution of the issue or any corrective measures undertaken. Hamilton medica ag considers this case closed.